Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka the information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 h.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 367856, lot number 3194738. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter inside the tube wall of one tube. There were no health consequences or impacts reported.